Event description:
A pt with autoimmune hepatitis that had progressed to cirrhosis and refractory ascites was implanted with a 10mm by 6 cm gore viatorr tips endoprosthesis. The pt tolerated the procedure well and was discharged home. Three weeks after the procedure, the pt presented with extreme fatigue and signs of anemia. The pt's hemoglobin was 8.3 g/dl, total bilirubin was 4.9 mg/dl, and indirect bilirubin 4 mg/dl. The peripheral smear demonstrated spherocytes and an increased reticulocyte percentage of 5%. There was no evidence of gastro-intestinal bleeding. The physician suspected hemolytic anemia as a result of naked stent syndrome. The pt required multiple blood transfusions over the following 4 months for anemia. The final blood transfusion occurred 5 months post-procedure with the blood parameters returning to normal range and remaining stable. The device remains in the pt.

Manufacturer narrative:
The investigation is currently ongoing.